Manufacturer narrative:
No root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient instilled new contact lenses on 13 july and the following day experienced inflammation and sought medical treatment. The patient was treated with antibiotics (unspecified). After being cleared to return to use, the patient resumed lens wear in september and after two day of lens use experienced severe inflammation.